Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a message on the system stating the patient side cart (psc) was not connected. Customer power cycled the system prior to calling with no change. Technical support engineer (tse) had the customer perform a hard power cycle on the psc and reseat the fiber cable on the back of the psc and move the vision side cart (vsc) fiber connection to the open port. Customer powered the system back up but the issue remained. Customer swapped the surgeon side console (ssc) fiber cable to the psc and would look for a spare fiber cable. Customer called back and swapped out the fiber cable and power cycled the system. The error returned and a 307 populated on the psc. Customer cancelled the case. The procedure was aborted with no report of patient involvement or report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were not placed. The patient never came into the room. The problem was discovered prior to the patient being brought back to the or. There was no conversion to a different type of procedure, the procedure was cancelled. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the patient side cart (psc) cardcage and vision side cart (vsc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.